Manufacturer narrative:
Review of this medical device report showed that there was no information to reasonably suggest that the device in this report might have caused or contributed to a serious injury. This event meets the reporting requirements stipulated in 21 cfr 803 to be considered as a malfunction, but does not meet the requirements to be considered a serious injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was scheduled for an eol (end of life) pump replacement; the battery depletion related to the pump¿s eol was reported as normal. When the surgeon went to aspirate the catheter, they were unable to. Catheter revision was required as a result of the event. No patient symptoms or complications were reported. No diagnostic testing or troubleshooting was performed, as it was ¿not required.¿ the patient¿s medical history and concomitant medications were unknown. The patient¿s back incision was opened, and they found a possible kink around the anchor and a clump of scar tissue around the catheter; also reported as a distal catheter segment kink and occlusion. Once the anchor and scar tissue was removed, they received good csf (cerebrospinal fluid) flow. The surgeon spliced a new pump segment onto the existing spinal segment, and the catheter segment was discarded; also reported as a partial explant. It was further noted that just the spinal segment was left in the intrathecal space. The patient¿s status was reported as ¿alive ¿ no injury.¿ the pump was being used to deliver dilaudid 60 mg/ml at 9.985 mg/day, bupivacaine 20 mg/ml at ¿3.328,¿ fentanyl 999 mcg/ml at ¿166.25,¿ and clonidine 100 mcg/ml at 16.34 mcg/day. It was subsequently reported that actions or interventions taken as a result of the catheter issue included a decrease in the daily dose. No outcome was reported regarding this event; it was unknown how the patient was doing, or if they were receiving effective therapy since surgery. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.